Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer one and two had failed. A field service engineer (fse) shut down the station, removed the top cover and three screws that hold the back plate, replaced the pixie bus control board for drawers one and two and then reassembled the device to resolve the issue. Customer successfully connected remotely to the station and configured the replacement pixie bus control board. Testing of the drawers was performed which confirmed functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medbank tower, user reported unable to access drawers 1 and 2 (cubie) and restarted application but no resolution. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device manufacture date.

Event description:
It was reported when using the bd pyxis¿ medbank tower, user reported unable to access drawers 1 and 2(cubie) and restarted application but no resolution. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.